Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific patient or a specific device because no detailed info was given.

Event description:
Pt reported a reaction to the metal. The device was explanted and it showed to be attacked by tissue, and spurs were found on the bone. Now there is nothing holding the jaw together - the jaw is misaligned.